Manufacturer narrative:
Medwatch fields d1-d4, g1, anf g4 were updated. The customer had transported the primary sample tubes to the other lab in a bag without cold storage. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable high calcium gen.2 results for several samples from the cobas integra 400 plus analyzer. Of the data provided, only the results for one sample were a reportable malfunction. Sample 795036, initial result was 11.7 mg/dl, and the repeat result from an external laboratory using abbott method was 9.5 mg/dl.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). Service cleaned the internal and external water reservoirs, verified the water supply, performed prime fluid cycles, conducted calibration and quality controls, and a sample was tested for precision. The investigation is ongoing.